Event description:
Frequent vaginal discharge between menstrual cycles with varying color, odor and consistency, necessitating the use of a panty liner or pad regularly. Vaginal odor intensifies as menstrual period approaches. Ten months after uae, heavy bleeding began after regular cycle. Prior to uae, cycles were regular without heavy bleeding. Now passing large gelatin-like clots. One large clot passed this morning.